Event description:
Reporter indicated that the pt's seizures were worsening within the past two months. Pre-vns seizure rate is unknown to manufacturer. The pt's parents reported that they didn't want the device implanted if her seizures worsened. Reporter also indicated that the pt was placed back on the medication kepra (750 mg) and has never had a stabilization of seizures.

Manufacturer narrative:
Vns therapy labeling lists an increase in seizure frequency as a possible outcome of stimulation. Increased seizures is a know possible outcome.